Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the titanium tip broke during the procedure. The broken piece was retrieved by forceps and was discarded. Changed another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p92r7l. Investigation summary: the device was received with the blade discolored (blue) due to heat generated from contact between the blade and the tissue pad. The blade was found cracked at the discolored area and not broken as reported by the customer. During functional testing on a gen11 an alert screen was displayed. A probable cause of an alert screen is blade damage. The device will stop activating and display an alert screen, when the blade becomes damaged. Probable cause of blade discoloration is applying pressure between the instrument blade and tissue pad without having tissue between them. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure and continued usage can result in a broken blade. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.